Event description:
It was reported that the act and esc buttons are causing the insulin pump to start the prime process. Insulin exits the infusion set. The blood glucose reading is 143 mg/dl. Customer unable to exit the "preparing to prime" loop. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion, and occlusion test. The insulin pump primed properly. No prime anomaly was noted. The buttons responded properly. The insulin pump had minor scratches on the display window and a cracked display window corner.